Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 535 mg/dl and 207 mg/dl. The customer stated that when he saw the high value he took insulin and did the second test afterwards.